Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) had migrated out from the left corporal area during intercourse. After this, the implant was reported to be bent at the base of the penis and it did not inflate. The cylinders and pump were explanted and replaced. No patient complications were reported.